Event description:
The customer states that a physician questioned a pt's hematology results generated by the cell-dyn 1700 analyzer. A hemoglobin result of 5.7 g/dl repeated at 13.1 and 13.3 g/dl. The first two runs showed dispersional data alerts on both sets of results and a suspect population flag on the questionable result. The customer stated the pt management was not affected. The controls were in range. There is no impact to pt management reported.